Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a myomectomy procedure, but with a patient in the operating room and under anesthesia, there was an attachment issue with the bipolar maryland forceps. When the bipolar maryland forceps was attached after docking, it was not acknowledged. To resolve the issue, first detached and reattached the bipolar maryland forceps. Then detached and reattached both the sterile interface module (sim) and the bipolar maryland forceps. Then attached another instrument to the sim, and it worked all. Another bipolar maryland forceps was attached and it worked well. Took twenty minutes to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported bipolar maryland forceps. The bipolar maryland forceps sample was not made available for this incident. Evaluation of the logs indicated that there were several instances where the arm cart assembly and sterile interface module experienced attempts to move the z-slide in the direction of the insertion, without an instrument attached. This was noted prior to the bipolar maryland forceps being attached, indicating that the bipolar maryland forceps may have not been detected. An error code was triggered which occurs when the arm cart is docked without an instrument. Evaluation of the bipolar maryland forceps confirmed the reported condition, however, the investigation concluded there were no abno rmalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to the instrument not being detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a myomectomy procedure, but with a patient in the operating room and under anesthesia, there was an attachment issue with the bipolar maryland forceps. When the bipolar maryland forceps was attached after docking, it was not acknowledged. To resolve the issue, first detached and reattached the bipolar maryland forceps. Then detached and reattached both the sterile interface module (sim) and the bipolar maryland forceps. Then attached another instrument to the sim, and it worked all. Another bipolar maryland forceps was attached and it worked well. It took twenty minutes to resolve the issue. There was no patient injury.